Event description:
The customer reported the blower is not putting out any flow while hooked to a patient. The ventilator was on a patient. There was no patient harm. The remote service engineer (rse) advised the customer that the motor controller pcba, blower, or flow sensor may be faulty. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the blower motor was replaced. This unit passed performance verification testing post replacement of the blower motor.